Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced muscle stimulation. The lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted due to a decrease in sensing amplitude, an increase in pace impedance and an elevated threshold. It was also noted that the patient was having chest wall stimulation which led to some suspicion of lead perforation. This lead was out of service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced muscle stimulation. The lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted due to a decrease in sensing amplitude, an increase in pace impedance and an elevated threshold. It was also noted that the patient was having chest wall stimulation which led to some suspicion of lead perforation. This lead was out of service and replaced. No additional adverse patient effects were reported.